Event description:
It was reported that the lead was returned to the manufacturer after being removed from the patient. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: 1294 competitor implantable pulse generator implanted: (B)(6) 2008. (B)(4).